Event description:
Baxter global affiliate reported pt receiving hemodialysis on the meridian device. Two hours into the 4 hour treatment, pt started coughing and experiencing shortness of breath. Nurse noted a sucking sound from the blood pump and foam in the arterial chamber, but no foam in the venous chamber. No air was seen in the blood lines. No alarms were noted during the event. Nurse checked pt access and no signs of occlusion or blood leaks. The senior nurse came over and "suspected that it was the symptoms of an air embolism". The pt was placed in trendelenburg position and oxygem was administered via mask. Nurse attempted to maintain the access by flushing with normal saline when a "hair line crack" was noted in the plastic section of the arterial fistula needle which connects to the steel cannula. The treatment was terminated, both arterial and venous lines were removed from the pt. The blood was recirculated to remove the air. During the recirculation process, the device alarmed continuously in response to the air in the line. After the air was removed from the blood lines, pt was reaccessed and the blood was returned to the pt. Pt started to feel better after approximately one hour and was placed on a baxter 550 to continued therapy. Pt completed treatment without further issues. Therapy info: blood flow rate: 300cc/min, dialysate flow rate: 500cc/min, 4 hour treatment. Pressure readings during treatment: arterial 241 mm/hg, venous 127 mm/hg. Pressure monitors were set, but alarm windows not available.